Event description:
It was reported that during testing conducted at the manufacturer facility the micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The presence of corrosion in the device is the probable cause of the reported bias current message. The device was repaired and returned to the user facility.